Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision was performed and it was discovered that the edge of the liner had been broken and metal head was rubbing against metal cup. Patient had metallosis.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. In this case a portion of the rim of the polyethylene liner has fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to the edge loading. A review of device history records found all products were manufactured per specification and no manufacturing deviations or anomalies were found. A search of the complaints databases finds no other reports against the product/lot code combination. The investigation has found no product problem identified therein. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.